Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the air gas module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The device logs has were nor received. The returned air gas module has been tested in a ventilator. It passed the pre-use check. No issues were found during ventilation for approximately 48hours. It passed another pre-use check after ventilation without any issue. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. However, the reported issue could not be reproduced at the manufacturer site. Therefore, it was not possible to confirm if the replaced air gas module was faulty.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator has an anomaly squealing sound during use. There was no patient harm. Manufacturer's reference #: (B)(4).